Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 235 mg/dl. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.